Event description:
It was reported that the patient underwent a laparoscopic burch colposuspension and/or transabdominal burch colposuspension due to stress urinary incontinence on (B)(6) 2007 and mesh was implanted into the paravaginal fascia and fixed into the coopers ligament. The patient experienced chronic and recurrent utis and severe abdominal and back pain. On (B)(6) 2008 the patient underwent a cystoscopy and/or litholapaxy for the evacuation of stone fragments in the bladder and protruding mesh was discovered through the bladder wall. The patient underwent surgical procedures in (B)(6)/(B)(6) 2008, confirming the eroding mesh into the bladder. No additional information was provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to urinary stress incontinence. It was reported that the patient underwent cystoscopy and retrogrades due to bladder stone on (B)(6) 2009, cystoscopy with excision of foreign body from bladder due to erosion of perivesical mesh material into bladder on (B)(6) 2009, cystoscopy, bladder wash and urethral dilatation due to bladder pain, possible mesh erosion and bladder foreign body on (B)(6) 2010 and abdominal sacral colpopexy due to large mesh erosion to right bladder on (B)(6) 2010.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with transabdominal burch colposuspension.

Manufacturer narrative:
(B)(4), stone fragments in the bladder. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.